Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure and additional mesh was implanted; concurrent procedure- anterior colporrhaphy on (B)(6) 2008.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence. The patient experienced pain, erosion, urinary/bowel problems and bleeding. It was reported that the patient underwent rectocele repair, sling revision and incision, mesh excision posteriorly, and cystoscopy on (B)(6) 2013 due to rectocele repair, mechanical dysfunction of genitourinary device, mesh contracture and slow urinary stream. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced stress urinary incontinence, menorrhagia, and rectocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. No additional information was provided.